Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told by the physician that there was a loose wire after implant. Recently the patient was told by a different physician that it was okay but the patient does not think there was any changes to the lead. Boston scientific technical services (ts) referred the patient to the physician. This lead remains in service. No adverse patient effects were reported.